Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the chin with 0.05ml of juvéderm volux¿ xc. The hcp noticed a ¿purpleish pattern consistent with a vascular occlusion¿ in their right chin and lower lip almost immediately after injection. Capillary refill was also compromised. The patient was treated with ¿aspirin, viagra, warm compress, and massage.¿ the hcp also did several rounds of hyaluronidase throughout the day. However, the occlusion would not resolve and eventually involved underneath the patient's tongue as well. The hcp used 27 vials of hylenex® before they started to see resolution. The patient also received an eo2 patch and hyperbaric oxygen. Hcp believes the ascending mental artery was ultimately the culprit. Today, patient is looking better, and capillary refill is improved, but still sluggish. Hcp is considering additional treatments. Symptoms are ongoing.